Event description:
The initial reporter received questionable ca2 calcium gen.2 results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. During the process of confirming the results, the reporter noticed that there were too many low values. They then tested the patient samples in duplicates. The patient samples were rerun on another module. The reporter was able to provide one example of a discrepant result. The initial result was from the module 1.4 mmol/l. The repeat result from the other module was 1.9 mmol/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The reporter stated that there was heavy soiling both around the openings in one of the reagent rotors and at the position at which the pipettes were introduced into the cuvettes. There was also soiling in the cuvettes and under the metal covers of the cuvette ring. There was also heavy soiling around the rinse station of the reagent needle. The reagent probes for the plate were also not centered above the rinsing stations. The customer replaced the reagent probes for the plate and a slight improvement in the problem was observed briefly. The field service engineer (fse) replaced the seals of the reagent pipettors. He adjusted the gear pump pressure and tested the horizontal adjustment of the needle. He also readjusted the reagent needle's outer washing readjusted which was noted to be too high. He removed the dirt and cleaned the sample needles. He also checked the cuvette washing. He rinsed the reagent needles with an ion-selective electrode (ise) cleaning solution and then with warm water. He performed a 10x precision test using level 1 control with successful results. Test runs were performed and the module's performance was verified. The customer performed qc with successful results. For about 1 week after the service visit, the customer reported that the module was working fine but then reagent contamination was again detected on the outside of the reagent probe and reagent was spilled on the surface of the reagent rotor and the cuvette covers. They then replaced the reagent probe again and since then, no further issues were noted. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced one of the solenoid valves because the reagent pipetter was dripping. He also adjusted the gear pump pressure. The investigation determined that the event was due to a component issue and insufficient service adjustment.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.